Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results while using clinical chemistry creatinine reagents. The customer uses reference range 0.57 to 1.11 mg/dl. Patient 1 (no sid provided) specimen 1 initial 5.9 mg/dl, repeat 0.70 mg/dl; specimen 2 initial 0.72 mg/dl patient 2 (sid (B)(6)) specimen 1 initial 7.82 mg/dl, repeat 0.55 mg/dl; specimen 2 0.55 mg/dl patient 3 (sid (B)(6)) initial 7.95 mg/dl, repeat 0.77 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Further invesitgation of the customer issue included a review of complaint text, a search for similar complaints, and a review of labeling. A field service representative cleaned the bottom of the cuvette and replaced the lamp, which resolved the issue. A trend review of complaint activity did not identify any trends associated with this specific issue. Labeling was reviewed and was found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.